Event description:
Information from clinical trial database. On the 3rd day post-sah, stable neurological condition and routine brain CT showed known sah bu no ischemic infarcts. On the 5th day post-sah, sudden coma, bilateral mydriasis. CT showed bilateral a2 infarcts possibly due to vasospasm. Intubated, transferred to ICU and declared brain dead on the 8th day post-sah. Coils used: model: x-4-10-t10-hss, product name: nexus helix supersoft csr. X-3-8-t10-hss, nexus helix supersoft csr. X-2-6-t10-hss, nexus helix supersoft csr.

Manufacturer narrative:
The device involved in the event will not be returned for investigation as it was consumed in the event. Endecor registry information. Foreign registry pertaining to the evaluation of nexus detachable coils in the treatment of intracranial aneurysms. Prospective, multi-center in foreign countries, enrollment started in 2006; enrollment closed in 2007. N = 404; patients completing 1 year follow-up. MDR numbers: 2029214-2008-00262 to 2029214-2008-00312.